Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H4: the lot was manufactured between december 20, 2023 and december 21, 2023. H11: the actual device and two (2) photographs of the sample were provided for evaluation. Visual inspection of the photographs observed a leakage from the administration spike port bonding area. Visual inspection of returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the returned sample, and a leak was immediately identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked through the port where the administration device is inserted. The leak was observed during compounding filling. There was no patient involvement. No additional information is available.